Event description:
Additional information was provided that this lead continues to exhibit out of range impedances. It was reported that this patient was to undergo a revision procedure.

Event description:
Additional information indicates that this patient was referred to an extracting physician; however, no further information has been made available at this time.

Event description:
Additional information that this was previously evaluated and the presenting electrogram was clean; however, there was a stored non-sustained event with noise. The noise was over-sensed and resulted in double countint. The patient is not dependent and did not receive any inappropriate therapy. The patient had a good underlying rhythm. The physician planned to monitor the lead. No further complications have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhitied low pacing impedances. No further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.